Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The complaint investigation process determined that the failure has been previously investigated through the product technical investigation (pti) process. The most probable cause of this complaint is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasonic bronchofibervideoscope exhibited a detached distal end. There was no patient involvement.